Event description:
Cottonoid count was off with closing count. Went through trash and sterile field multiple times. Surgeon reopened incision for a relook. Took a c arm picture with nothing detected. Called xr tech for flatplate image, again nothing was detected. Placed a cottonoid on patient's skin to see if xr was picking up the cottonoid at all and it was not visible in the image. Package states these cottonoid stings are barrium impregnated so they should be detectable in xray.